Event description:
A customer reported bleeding after applying the adc device. As a result, the customer required third-party treatment from someone other than themselves. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 the device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and no nonconformities were found that would have an impact on product performance. The dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after applying the adc device. As a result, the customer required third-party treatment from someone other than themselves. No additional information was provided. There was no report of death or permanent injury associated with this event.